Event description:
It was reported that during an implant procedure, after the guidewire shaping, the guidewire could not reach the lead's tip. Therefore, the lead could not be fixed well in target position. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst commented the stylet insertion test was performed without difficulty or resistance.